Event description:
The user facility reported to terumo cardiovascular systems corporation that prior to cardiopulmonary bypass, during prime, the shunt sensor leaked. The shunt sensor was built into the circuit after gas calibration, and found to leak from the area around the micor sensor. No patient involvement as this occurred during prime. Product was changed out. Surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).